Event description:
Country of complaint: (B)(6). Needle detachment during use.

Manufacturer narrative:
Mfg site eval: complaint description: needle detachment during surgery. Samples received: 18 unopened racepacks. There are no previous complaints of this code batch. A (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Needle attachment of the samples received was tested and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM, the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.